Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that the customer experienced an elevated blood glucose (bg) level was "high", although a specific value was not given. Customer administered a manual injection to address their bg level. Customer continued to use the pump for insulin therapy.